Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys troponin I stat immunoassay result for one patient sample. The original result was 3.370 ng/ml and was reported outside the laboratory. Three hours later, the result from a second sample from the patient was <0.300 ng/ml. On (B)(6) 2017 and nine to ten hours after the first result, a third sample was drawn from the patient and the result was <0.300 ng/ml. All three of the samples were then repeated and all results were < 0.300 ng/ml. It was noted the repeat testing was performed past the sample stability stated in product labeling. The repeat result was believed to be correct. Based on the original erroneous result, the patient was diagnosed with an acute myocardial infarction and hospitalized. The customer stated there was no adverse event as the patient was released and no treatment was given. The reagent lot number was 186495. The expiration date was requested but was not provided. The customer declined a service visit. The investigation suspected a sample integrity issue. Review of the provided analyzer alarm trace found no issues.

Manufacturer narrative:
A specific root cause could not be identified. The customer was using a too high relative centrifugal force (rcf) and a too short length of time for centrifugation of samples. These conditions were outside of the tube manufacturer specification and therefore, a pre-analytical issue could not be excluded as a possible cause. Medical assessment of the event confirmed there was no adverse event. Admission to the hospital alone was not a serious adverse event. As the results were checked within an appropriated time interval, no therapy was given based on the erroneous result.